Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous first obtuse marginal artery that is 90% stenosed. The 3.25x12mm nc trek balloon dilatation catheter (bdc) had been fully deflated, but was stuck with the 014 hi-torque turntrac flex guide wire as bdc was moved. The guide wire and the balloon were removed together as one unit. Another nc trek was used with a non-abbott guide wire to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The hi-torque turntrac flex guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.